Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic was trying to rule out an episode as cause of the patient¿s fall with no report of serious injury. A patient initiated interrogation (pii) was sent. No further pertinent information was available. This device remains in service. No adverse patient effects were reported.